Manufacturer narrative:
Implant date approximated: summer 2023.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a replacement of the implantable pulse generator (ipg) due to communication issues following an elective ipg repositioning procedure. During the repositioning procedure, bipolar cauterization was used about 5 to cm from the ipg. The physician replaced the ipg. The patient is doing well postoperatively.

Manufacturer narrative:
Implant date approximated: summer 2023. The returned implantable pulse generator (ipg) was analyzed, and it was confirmed that the device exhibited communication failures. Despite multiple attempts, the device was unable to charge or establish communication, preventing data log retrieval and functional testing. Subsequent internal analysis, following device explant and dissection, revealed excessive sleep current and abnormally low resistance at a node where high resistance was expected. These findings confirm damage to the application-specific integrated circuit (asic), consistent with exposure to external high-voltage or high-current transient sources. A review of product labeling found no discrepancies. Based on the available evidence, the investigation assigns a probable cause of unintended use error caused or contributed to event.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a replacement of the implantable pulse generator (ipg) due to communication issues following an elective ipg repositioning procedure. During the repositioning procedure, bipolar cauterization was used about 5cm from the ipg. The physician replaced the ipg. The patient is doing well postoperatively.